Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas michael rosenbaum reviewed the open call for (B)(4): case #(B)(6) - centration was superior/ nasal with adequate suction. Software determined the lens density pattern to be a category 1. Ak #1 was planned at 171-degrees with capsular toric markers. Capsulorhexis breaks through at frame #3 with double cuts noted through the pattern. Superior completion is noted at frame #6 due to eye tilt. Fragmentation starting at frame #14 with completion at frame #36. Ak is started at frame #37 with a single pass. Minor eye movement is noted throughout treatment. Safety clearances are set at 1mm posterior to the lens fragmentation. Double cuts of the capsulorhexis can weaken the structure of the incision and integrity of the lens bag. Case #(B)(6) - centration was inferior with poor suction applanation. Software determined the lens density pattern to be a category 3. Ak #1 at 97-degrees and ak #2 was planned at 277-degrees and with a sweep of 24-degrees. Ak #1 was skipped because of area of placement accompanied with the angle of the cornea due to eye tilt. Capsulorhexis break through at frame #3 is incomplete. Excessive patient movement is noted throughout treatment. Safety clearances are set at 1mm posterior to the lens fragmentation. The combination of a dense lens, the incomplete treatment, capsulorhexis and patient movement likely cause the bag to weaken and rupture. Improve/innovate/control: cas katie will discuss findings with surgeon and staff.

Event description:
P1008 - posterior tearsissue: dr. (B)(6) from (B)(6) center (B)(4) reported to (B)(6) from (B)(6) reported to (B)(6) on 02/07/2022 that on (B)(6) 2022 two cases had irregular caps both cases had posterior tearsresulting in vitrectomy. Patient ID (B)(6) and (B)(6) . The site was closed down due to weather and reported the issue today.